Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise during the interrogation prior to device changeout procedure. The noise was reproducible with isometrics. During the procedure, insulation abrasion was noted on the proximal lead end. The physician elected to repair the lead with medical adhesive and suture sleeve since the patient had atrial fibrillation and did not need a lot of atrial pacing. The patient was in a stable condition.